Manufacturer narrative:
Per the clinic, the patient developed an infection at the implant site and subsequently was treated with oral and topical antibiotics (specific date and duration not reported). The patient was reimplanted with another cochlear device on (B)(6) 2023. This report is submitted on january 02, 2024.

Manufacturer narrative:
This report is submitted on december 11, 2023.

Event description:
Per the clinic, the device was explanted in (B)(6) 2023, due to an infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report.